Manufacturer narrative:
A dimensional inspection of the explanted intraocular lens (iol) found that all characteristics were within specifications. No unacceptable dimensional conditions were found in the returned (explanted) sample. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient fell and the intraocular lens (iol) in the patient''s left eye became dislocated. There was no injury to the patient''s eye. Another iol was implanted. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The returned sample was inspected at (B)(4) microscope magnification. Visual inspection revealed surface residuals adhered to both side of optic body compatible with handling the lens in non-sterile environment. Also, scratches were observed in the optics and near to the union of the haptic. No other unacceptable cosmetic condition was found in the sample. Based on the manufacturing controls and evidence of viscoelastic observed, the condition of the returned lens is consistent with a lens that has been explanted. A potential root cause for dislocation may be related with bent, significantly malformed, and broken or dislodge haptics. No malformed, broken or dislodge haptics were identified in the sample returned.

Manufacturer narrative:
(B)(4).all pertinent information available to abbbott medical optics has been submitted. (B)(4): placeholder.